Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate pump and has an alternate method of insulin therapy if needed. There was no reported adverse impact to the customer's blood glucose level.